Event description:
It was reported that there were concerns of micro dislodgement for this right ventricular lead as it exhibited high impedance measurements and an increase in capture threshold. A fluoroscopy was performed, and the lead was not completely dislodged. Boston scientific technical services (ts) discussed possible cause for dislodgement. This lead was successfully repositioned. No additional adverse patient effects were reported.